Event description:
The patient reported when they walked into their kitchen, they experienced a sudden paralyzing pain at the pump site. This lasted for about fifteen minutes. They were standing and not leaning over. They were able to sit down after it subsided, though they were still experiencing pain at the pump site. It was not as intense. The patient noticed on the morning of the report that the pump seemed closer to their skin than it was before. They had to push into their abdomen to find it. The patient noticed that when their pain increased, it caused their blood pressure to rise. When that happened, they experienced a headache which they had at the time of the report. The patient had been taking oral fentanyl. Information was later received on (B)(6) 2015 indicating that the patient received assistance from their doctor and their concerns were resolved. They noted having an appointment on (B)(6) 2014. The pump contained fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11283r70, implanted: (B)(6) 2002, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).